Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 15 year old male patient, the device was unable to power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.